Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet insulin pump was accidentally dropped, resulting in a cracked screen and loss of device functionality; the device was replaced, and the user was instructed on shutdown, data sync to the mobile app, and that startup on the replacement would be required. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included no hospitalization, no medical intervention, and continued glucose monitoring via dexcom app or receiver. Investigation included customer interview and logistical review of replacement and return. Investigation of this case revealed physical damage to the display component consistent with accidental impact, with device function indeterminate due to the screen damage and no evidence of software or alert malfunctions. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage.